Event description:
Event description guidant received information that this patient was experiencing noise on the atrial lead when doing isometric exercises that would then move to the ventricular lead. The patient is pacemaker dependent and there was concern there may be ventricular inhibition due to noise. The noise was re-created with pocket manipulation. There were many episodes of atrial tachy response episodes stored. Additionally, it was noted that there was noise on both channels with atrial sense and ventricular sense. The patient was reported to not feel well with this noise. It was found that the atrial lead was inadvertantly left in the unipolar configuration after the pacemaker changeout procedure.